Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had several hospitalizations due to high blood glucose. Customer was hospitalized on (B)(6) 2016. Glucose readings for most hospitalizations were unreadable, except on (B)(6) 2016, blood glucose reading was over 500 mg/dl. Customer had symptoms of chest pain, nausea and headache. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of all hospitalizations.